Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and was not able to confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Therefore, the investigation was performed based on the provided information by the customer and field service. Updated fields: b5, h2, h6, h11 based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device setup. The video processor exhibited no video image on the monitors. The issue occurred during setup for an unspecified procedure. When olympus field service engineer (fse) arrived onsite, the customer was running the device with no issues. Fse checked all the video cable connections to make sure they were all secure. No loose or unsecured wires were found. The customer then stated, they saw a blinking red light on the video splitter, when they were having the issue. The splitter was checked by the fse. And it no longer had a blinking light and all connections were secured to it. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No new additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted follow-up report on 03/27/2025. Based on further review of the complaint record, it has been determined that the follow up report was inadvertently submitted in error. Therefore, the previously submitted initial MDR is accurate."